Event description:
It was reported that a peritoneal dialysis (pd) patient experienced sepsis and subsequently passed away. The cause of the sepsis was unknown. The patient was admitted to the hospital for sepsis manifested by high-grade fever. On an unreported date, the patient was treated with unknown antibiotic. Ten days after the onset of sepsis, the patient died. The cause of death was sepsis. Pd therapy was ongoing until the time of death. It was not reported if an autopsy was performed. No additional information is available. This is report 2 of 3 involved in this sepsis event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). The sample was not returned and the lot number is unknown; therefore, a device evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.